Event description:
Issue with hologic dimensions mammography machine. Machine newly installed. Emi artifacts present, initial unit inspection failed. Hologic reviewed site prior to install - indicated facility ok to install new equipment. Hologic has attempted to mitigate artifacts by replacing unit detector, artifacts still present. Site checked by 3rd party for emi. Site is borderline on emi issues. Site without mammography services for more than 2 months, substantially affecting patient care. In a technical bulletin supplied by hologic (ctb-00130 rev 005), they indicate that site emi issues are known, and that out of (B)(4) installations, only (B)(4) have needed further investigations (B)(4). So almost (B)(4) units going into the field from hologic is having further investigation for emi issues. This is an astounding number. Furthermore, it is known that healthcare facilities where mammography machines are installed are quite complicated and pose complexities that introduce possible emi. However, without question, hologic mammography machines have emi sources within the gantry- substantial sources. My understanding, after seeing 3 of these units in the last 8 years is, if the site is high in emi, and the particular unit also has elevated emi, you will see artifacts in the images. You may mitigate the artifacts by shielding room ($$$$) or systematically changing out large components in the mammography machine- in hopes of getting 1) a more immune detector, or 2) a reduced emi emitting component. This process is a very heavy lift for clinical sites, who are trying to deliver care to women. Unit fails for artifacts. Pt: 4580. Device: 1036, 1194. Ref: mw5188300, mw5188302.